Event description:
During ptca/stenting treatment procedure the express2 monorail balloon ruptured at 8 atms on the initial inflation. The lesion being treated was in a tortuous lad coronary artery. It is unk whether the lesion had been predilated. The physician successfully crossed the lesion, and the express2 monorail balloon was inflated to 8 atms to deploy the stent. The balloon would not hold pressure and leaking of contrast dye was noted. The stent successfully deployed. The balloon was deflated, but a 10 mm dissection was noticed proximal to the stent. The pt experienced angina during this event. The express2 monorall 8/2.75 mm balloon catheter was removed and replaced with an express2 monoral 16/2.75 mm stent delivery system to repair the dissection and successfully complete the procedure. The pt condition is reported as 'fine'; discharged to home. Per the reporter, the physician considers the event to be device-related.